Event description:
The customer reported that the device failed to power up.

Manufacturer narrative:
The customer reported that the device failed to power up. The device was evaluated at philips, but the reported symptom could not be duplicated. No conclusion can be drawn. As a precaution, the software was reloaded.